Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 573 mg/dl at the time of the incident and current blood glucose was unknown. The customer was treated with insulin pump. The customer had symptoms such as nausea and vomiting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump and sensor will not be returned for analysis.